Event description:
The service report shows that while performing preventive maintenance on the device, the service technician verifiee the device audible alarm did not sound. The st inspected the device and adjusted the audio alarm controller. The unit passed extended testing. This report is not an admission by that this device caused or contributed to the event alleged in this report.